Event description:
It was reported that the device showed multiple sensing integrity counters (sic) due to electromagnetic interference. It was noted that isometrics were performed by the patient and no noise was produced. It was also reported that the patient had been using a large floor waxing/buffer at work for approximately eight months which coincided with the onset of the sic interval. The device has been scheduled for replacement. No patient complications were reported as a result of this event.

Event description:
It was reported that the device showed multiple sensing integrity counters (sic) due to electromagnetic interference. It was noted that isometrics were performed by the patient and no noise was produced. It was also reported that the patient had been using a large floor waxing/buffer at work for approximately eight months which coincided with the onset of the sic interval. The device has been removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing of ventricular non-sustained tachycardia (nst) less than equal to 210 ms average v-cycle between (B)(4)-2008 and (B)(4)-2009. Ventricular fibrillation less than equal to 210 ms average v-cycle between (B)(4)-2006 and (B)(4)-2010. Interference/noise, ventricular short interval count v-sic=738 counts, in 122.8 days between (B)(4)-2011 and (B)(4)-2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): we did receive performance data collected from the device and have analyzed the data. Oversensing of ventricular non-sustained tachycardia (nst) less than equal to 210 ms average v-cycle between (B)(4)-2009. Ventricular fibrillation less than equal to 210 ms average v-cycle between (B)(4)-2010. Interference/noise, ventricular short interval count v-sic=738 counts, in 122.8 days between (B)(4)-2011. Analysis of the returned device revealed normal battery depletion.